Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the rowboard cable. A field service engineer reseated rowboard cable connections and retractor band. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, not detected on the bus. The customer reported issue occurred when dispensing medication and there was a delay in patient cae workflow. There were no adverse events or injuries reported based on this incident.